Manufacturer narrative:
(B)(4). The device was not received; therefore, a device analysis could not be performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that cystoflo urinary drainage bag spilled diuresis. This occurred after the bag was connected and the drainage tube clamp was closed. There was no patient injury, medical intervention or adverse event associated with this event. No additional information is available.